Event description:
Reporter indicated that vns pt was hospitalized due to syncope and that monitoring revealed some episodes of intermittent bradycardia. The pt's family member reported that the pt had a slow heart rate before vns implant and that after implant, the pt's heart rate has been slower with some pauses. The pt's cardiologist reportedly believes that the vns has exacerbated the pt's pre-existing condition and that the pt should now be implanted with a cardiac pacemaker.